Manufacturer narrative:
A probable cause for the (B)(4) metal transfer is dislocation. The ferrous metal transfer most likely occurred when the liner came into contact with a surgical instrument upon removal. The acetabular component showed signs of bone ongrowth. No manufacturing deviations were found in this investigation.

Event description:
It was reported that revision surgery was performed due to pain.